Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was revealed that the patient had developed an infection in the pocket which could have resulted from a generator change-out procedure that took place on (B)(6) 2020. The patient's pacemaker was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.